Manufacturer narrative:
Cadd battery pack was returned for analysis and the battery pack was tested twice at 2 different smiths medical sites and it was found functioning properly. The customer's reported issue could not be duplicated. Problem source could not be identified.

Manufacturer narrative:
Report source (B)(6). One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "pump shuts down as if there is no power. Looking at the event log it looks like the power cable is taken in and out, but that's not the case. I think it's the rechargeable battery". No physical damage was found on the device. Evidence of the reported problem in event log revealed two of each "power up started", "power down", and "keypad locked" events. The customer's reported problem was not verified. When using the customer's rechargeable battery pack or a new set of standard batteries to power up the pump, no signs of powering down was detected. What caused the report problem is unknown. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump shuts down as if there is no power. Looking at the event log it looks like the power cable is taken in and out, but that's not the case. Customer thinks it is the rechargeable battery. There is no report of any patient involvement.